Event description:
It was reported that customer¿s pump had broken screen, with touchscreen that was unresponsive and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was scheduled for return for evaluation, and distributor arranged replacement pump for continued use.